Event description:
Initial result for a patient sodium was 121 mmol/l. When repeated, the result was 133 mmol/l. The incorrect result was not reported. The field service representative found a salt bridge had formed and the bod was out of adjustment. He repaired the analyzer by removing the salt bridge and adjusting the bod.